Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. There was a planned pocket revision due to unrelated site pain. They checked impedances and they were out of range (oor). They re-connected the battery after opening the site but there were still high impedances. They opened the multi lead trailing cable but they were still high so they replaced the leads and battery. The environmental/external/patient factors that may have led or contributed to the issue remain unknown. The issue was resolved and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient didn't know exactly when the pain at the ins site began, but they thought it was a couple of months ago. The cause of the pain was not determined. No further complications are anticipated.